Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 17 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 52 was recorded at 10:04:43 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 09:59:43 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 44 to 52 mg/dl were recorded at 7:54:51 pm to 8:24:51 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 7:54:51 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:18:12 pm, date: (B)(6) 2020 , iob: 1.89. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 2:54:58 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:54:58 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 12:28:19 pm, date: (B)(6) 2020, iob: 0.94. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 09:30:04 am to 10:20:03 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 09:30:04 am on (B)(6) 2020. A user initiated tubing fill of size 20.37 units was observed at 04:04:23 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 07:11:27 am, date: (B)(6) 2020, iob: 1.40. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 46 mg/dl were recorded at 9:05:06 pm to 9:30:06 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 9:05:06 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 6:22:05 pm, date: (B)(6) 2020, iob: 3.91. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 48 mg/dl was entered into the pump by the user on (B)(6) 2020 at 08:03:18 am. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 07:40:17 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 06:36:38 am, date: (B)(6) 2020, iob: 0.33. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 9:20:11 pm to 9:30:11 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 9:20:11 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:54:06 pm, date: (B)(6) 2020, iob: 2.86. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 10:05:12 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 9:20:11 pm on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 9:56:19 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 7:54:06 pm, date: (B)(6) 2020, iob: 2.86. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 07:40:17 am to 08:05:17 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 07:40:17 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 06:36:38 am, date: (B)(6) 2020, iob: 0.33. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:32:37 pm. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 6:10:24 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 52 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:13:28 pm. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 7:05:27 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:56:41 pm, date: (B)(6) 2020, iob: 3.35; time: 5:25:59 pm, date: (B)(6) 2020, iob: 0.51. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 52 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:13:44 pm. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 7:05:27 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:56:41 pm, date: (B)(6) 2020, iob: 3.35; time: 5:25:59 pm, date: (B)(6) 2020, iob: 0.51. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 6:10:24 pm to 6:45:24 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 6:10:24 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 12:35:26 pm to 1:05:26 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:30:26 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 7:10:27 pm to 7:45:27 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 7:05:27 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:56:41 pm, date: (B)(6) 2020, iob: 3.35; time: 5:25:59 pm, date: (B)(6) 2020, iob: 0.51. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 49 mg/dl were recorded at 07:10:28 am to 07:30:28 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 07:10:28 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 05:41:13 am, date: (B)(6) 2020, iob: 0.58. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 45 to 53 mg/dl were recorded at 10:45:32 pm to 11:05:32 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 10:45:32 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 6:43:24 pm, date: (B)(6) 2020, iob: 0.60; time: 7:41:13 pm, date: (B)(6) 2020, iob: 1.02; time: 8:06:15 pm, date: (B)(6) 2020, iob: 1.97; time: 9:06:13 pm, date: (B)(6) 2020, iob: 3.02. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 40 mg/dl. Bg cause was not known. Customer was administered nasal glucagon by their wife to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.